Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a piece of the yaw pulley cover detached from the instrument. The broken piece is approximately .240 x .200 in size. The broken piece had fractured around the distal pin and the yaw pulley cover has two broken sections still within the clevis. The belleville washer on the broken side has no load on one side and as a result of the breakage, is tilted within the clevis. No other damage was found.

Event description:
It was reported that during a da vinci si prostatectomy procedure a piece of the maryland bipolar forceps instrument fell into the patient. The fragmented piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.